Manufacturer narrative:
Evaluation of the customer issue included a review of the complaint text, device history record review, in-house testing, a search for similar complaints, and a review of labeling. Return material was not available from the customer. The device history record review did not identify any non-conformances or deviations. In-house accuracy test was performed using lot 80034ui00. The testing met acceptance criteria and the lot is performing within specifications. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of the architect tsh reagent, ln 07k62, lot 80034ui00, was identified.

Manufacturer narrative:
(B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely decreased architect tsh results for one patient. The customer provided the following data: (B)(6). No adverse impact to patient management was reported.